Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon burst occurred. The lesion being treated was located in the superficial femoral artery. The physician inflated the 4.0x40/135 (4f) sterling over the wire balloon, using "hand injection" and the balloon burst at the distal tip. The physician was able to complete the procedure using a non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).